Event description:
It was reported that every time a stimulation was increased, it took a few days for a patient's body to get used to it and then she would start vomiting again. The patient was currently at a 5.7v. Five and a half months later it was reported that the cause of the event was unknown. No abnormal impedances were measured. No surgical intervention occurred. The voltage was increased and other programming changes were done to improve patient's response. The patient was hospitalized for the event. No injury was reported and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead.